Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that they attempted to defibrillate with three sets of internal handles and were not able to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the internal handles and observed proper operation during fucntional and performance testing. The reported malfunction was not replicated or confirmed.